Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4092-52 lead, implanted: (B)(6) 2014; a 5568-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient developed a pocket hematoma. The device pocket placement was revised and implanted sub-muscular. The device remains in use. No further patient complications have been reported as a result of this event.